Event description:
It was reported that the during a stent graft placement procedure in right superficial femoral artery via left femoral artery access, the femoral, the deployment system of the stent graft allegedly broke. The procedure was complete using another device of same size. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 04/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system sample not was returned for evaluation but a provided photo shows the outer sheath of the device fractured which leads to confirmed results for sheath fracture. It is however not possible to evaluate for failure to deploy since the distal end of the delivery system is not visible on the provided photo. It was reported that the stent graft did not deploy and was withdrawn from the body, no introducer was used, a 0.035" guidewire was used for access, the lesion was pre-dilated and the device was flushed before use. Based on the provided information and evaluation of the provided photos, the investigation is closed with confirmed results for outer sheath fracture. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding anatomy the instructions for use states "if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit". Regarding preparation of the device the instructions for use states: "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment". Regarding materials, an "appropriate introducer sheath" and a "0.035 inch (0.89 mm) diameter super stiff guidewire" are required for the procedure. The packaging pictograms indicate an introducer size of 8f and a 0.035" guidewire. It is stated in the instructions for use that "pre-dilatation of the stenotic lesion may be performed prior to stent graft deployment at the discretion of the treating physician." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during a stent graft placement procedure in right superficial femoral artery via left femoral artery access, the femoral, the deployment system of the stent graft allegedly broke. It was further reported that the stent was allegedly unable to be released. The procedure was complete using another device of same size. There was no reported patient injury.